Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by fax and e-mail. A completed questionnaire was received. (B)(4).

Event description:
A surgeon reported a preloaded intraocular lens (iol) that had a 1mm burr on the edge of the lens. The lens was inserted without any problem and was removed during the initial procedure. A new lens was placed to complete the surgery. The patient has corneal edema from the manipulation.

Manufacturer narrative:
Evaluation summary: the device and the lens were returned in the carton. The plunger is oriented correctly. Inadequate viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. He lens was returned wrapped in gauze. The optic is cut across the center. The optic edge is chipped. It cannot be determined if this is the leading edge or the trialing edge. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Root cause: the root cause could not be determined because the lens was returned outside of the device. The reported edge damage was observed. The position of the damage on lens would suggest two potential causes. The lens was advanced before the lens stop/cannula guide was removed causing the edge to impact the stop. The plunger overrode the edge of the optic. It cannot be determined if the damage is on the trailing or leading edge because the lens was returned outside of the device. There did not appears to be adequate viscoelastic in the device. The directions for use (dfu) instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. (B)(4).